Event description:
It was reported to medtronic neurosurgery that the device was found to leak during preoperative testing. According to the report, the patient was overall ok following the event.

Manufacturer narrative:
The returned valve was patent, and met the requirements for siphon, pressure-flow, and preimplantation testing. However, it did not meet the requirements for reflux and leak testing due to a tear in the top membrane of the delta chamber. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).